Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 9f sheath hole prior to an acute thrombus aspiration interventional procedure. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. The use of the pre-close technique was abandoned. The use of a 9f sheath was continued and the acute thrombus aspiration interventional procedure was complete. Hemostasis was achieved with a new proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.